Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used in the kidney during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a 120 lumenis, with power settings of 0.4j and 80hz. According to the complainant, during the procedure and inside the patient, after 35 minutes of use at 68kj, the laser fiber fully degraded. When the fiber was disconnected from the laser unit, it was noted that the connector was hot. There was no burn injury to the user and no intervention required. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.0 mm and appeared used. Examination under magnification revealed the pattern on the tip face that is consistent with degrading, however the exposed glass tip is not degraded back to the cladding/jacketing. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would cause the connector to overheat. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used in the kidney during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a 120 lumenis, with power settings of 0.4j and 80hz. According to the complainant, during the procedure and inside the patient, after 35 minutes of use at 68kj, the laser fiber fully degraded. When the fiber was disconnected from the laser unit, it was noted that the connector was hot. There was no burn injury to the user and no intervention required. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.